Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, following stent placement, intravascular ultrasound (ivus) was used to confirm compression of the stent. However, once closer to the proximal end, the stent became stuck on the opticross catheter. When creating a hole for the side branch, a part of the stent strut protruded toward the main branch, and it is suspected that this may have impacted the event. The wire and opticross catheter were pushed to periphery once, then rotated to release. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
B5 describe event or problem: updated. B1, b2, b5 describe event or problem: updated. E1 initial reporter city: (B)(6). Updated b2: date of death (B)(6) 2024. Corrected d4 - lot number: corrected from 0034403687 to 0034146639. Corrected d4: expiration date from 07/10/2025 to 05/31/2025. Corrected h4: device manufacture date from 07/10/2024 to 05/31/2024. Device evaluated by MFR: the device was returned for analysis. Visual and microscopic inspection revealed that the imaging window twisted. Kinks in the sheath assembly. The guidewire exit port was found damaged.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, following stent placement, intravascular ultrasound (ivus) was used to confirm compression of the stent. However, once closer to the proximal end, the stent became stuck on the opticross catheter. When creating a hole for the side branch, a part of the stent strut protruded toward the main branch, and it is suspected that this may have impacted the event. The wire and opticross catheter were pushed to periphery once, then rotated to release. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the 99% stenosed target lesion was located in a moderately calcified vessel. The physician stated that the catheter twisted and became stuck in the stent. After this event, intra aortic balloon pump (iabp) and percutaneous cardiopulmonary support (pcps) were used to monitor the patient's progress. Following the removal of the pcps, the patient experienced another myocardial infarction, leading to another percutaneous coronary intervention procedure. A few days later, it was reported that the patient died as a result of a right cardiac rupture. The physician believes that the twisting of the ivus catheter may have contributed to the patient's death, however, it remains unclear whether this event was due to a device malfunction or the procedure itself.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, following stent placement, intravascular ultrasound (ivus) was used to confirm compression of the stent. However, once closer to the proximal end, the stent became stuck on the opticross catheter. When creating a hole for the side branch, a part of the stent strut protruded toward the main branch, and it is suspected that this may have impacted the event. The wire and opticross catheter were pushed to periphery once, then rotated to release. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the 99% stenosed target lesion was located in a moderately calcified vessel. The physician stated that the catheter twisted and became stuck in the stent. After this event, intra aortic balloon pump (iabp) and percutaneous cardiopulmonary support (pcps) were used to monitor the patient's progress. Following the removal of the pcps, the patient experienced another myocardial infarction, leading to another percutaneous coronary intervention procedure. A few days later, it was reported that the patient died as a result of a right cardiac rupture. The physician believes that the twisting of the ivus catheter may have contributed to the patient's death, however, it remains unclear whether this event was due to a device malfunction or the procedure itself.

Manufacturer narrative:
B5 describe event or problem: updated. B1, b2, b5 describe event or problem: updated. E1 initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for analysis. Visual and microscopic inspection revealed that the imaging window twisted. Kinks in the sheath assembly. The guidewire exit port was found damaged.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, following stent placement, intravascular ultrasound (ivus) was used to confirm compression of the stent. However, once closer to the proximal end, the stent became stuck on the opticross catheter. When creating a hole for the side branch, a part of the stent strut protruded toward the main branch, and it is suspected that this may have impacted the event. The wire and opticross catheter were pushed to periphery once, then rotated to release. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the 99% stenosed target lesion was located in a moderately calcified vessel. The physician stated that the catheter twisted and became stuck in the stent. After this event, intra aortic balloon pump (iabp) and percutaneous cardiopulmonary support (pcps) were used to monitor the patient's progress. Following the removal of the pcps, the patient experienced another myocardial infarction, leading to another percutaneous coronary intervention procedure. A few days later, it was reported that the patient died as a result of a right cardiac rupture. The physician believes that the twisting of the ivus catheter may have contributed to the patient's death, however, it remains unclear whether this event was due to a device malfunction or the procedure itself.